Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-03883. It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected to treat the target lesion. When the device was turned on, the burr snapped the wire in two outside of the patient. The fractured wire was removed from the patient and replaced with another device. The procedure was completed successfully with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The plus unit was returned to the investigation site connected together. A guidewire was broken and was returned in two pieces. One piece of the guide wire was returned running through the entire length of the device with a torque applied to the area of the wire distal to the advancer. A second piece was returned independently. A visual examination and tug test were carried out and no damage was noted on the handshake connection. The torque was removed from the wire. The catheter was laid out flat. However it was not possible to remove the wire from the catheter as the burr was blocked and the wire was not protruding from the burr. The catheter and the advancer were disconnected and the wire was pulled from the advancer with ease. An attempt was made to retract the wire from the catheter by pulling the wire through the handshake connector of the catheter but this was unsuccessful as a resistance was met. The burr was soaked in warm water to aid with the removal of the wire. This did not prove to be successful and the wire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-03883. It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected to treat the target lesion. When the device was turned on, the burr snapped the wire in two outside of the patient. The fractured wire was removed from the patient and replaced with another device. The procedure was completed successfully with no patient complications reported.